Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. D9 and h4 were also updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost a year since the subject device was manufactured. Based on the results of the investigation, there were foreign objects found as the device was returned to olympus without reprocessing at the user facility. The suggested events are detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the colonovideoscope had a blocked working channel. There were no reports of patient harm. The device was returned and during the device evaluation the following reportable malfunction was found: clogged channel mount unit and aw-cylinder (air/water) had foreign objects, and the s-cylinder (suction) had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated by olympus and found the following malfunctions: the c-cover (probe) was chipped. Additional issues were found during the device evaluation: flexibility adjustment ring was scratched, the switch box was scratched, s-cover (scope connector) was scratched, due to wear of the angle wire, bending angle in the right direction did not meet the standard value, the scope connector cover and case units had a scratch, the plug unit had a scratch, and due to clogging of the channel tube, suction volume did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.